Event description:
Midline insertion went well into vessel, the wire was deployed with no resistance, the catheter was introduced over the guide wire with no issues, upon removing the final portion of the device which safety's the needle and pulls apart from the catheter, device got stuck and was not able to be removed, the catheter was noted to sheer off the hub. A tourniquet was applied at the axilla to prevent migration of any loose catheter, the area was covered with sterile gauze and tegaderm, ir updated and took the patient down. Upon removal ir noted that the needle had broken. A midline was placed at ir as to not delay the discharge. The surgical steel needle did in fact break in the area where there is a small notch in the shaft which eventually helps safety the needle. Patient required sedation and interventional radiology to retrieve broken needle and place a new line. The manufacturer has also been notified.